Manufacturer narrative:
Evaluation was unable to conclusively verify the customer¿s information as valid. Cannot perform DHR review at this time - product ID a1059, device identifier # 10381780253457, the serial # have not been provided. The locking mechanism has some movement. Small parts are worn off. The reported complaint could not be confirmed from the evaluation. The definite root cause of the reported condition cannot be reliably determined. Most probable root causes are outlined as below; - incorrectly assembled device - improper technique used during procedure - inadequately maintained device used for procedure.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that when making the burr hole on the female patient (year of birth: 1962), the a1059 mayfield modified skull clamp came off and the pins tore the scalp of the patient. Additional information was received on 04nov2019 indicating that the patient was undergoing chiari surgery. The patient incurred a unilateral laceration of the parietal zone 5cm long with bone exposure. The surgeon had to suture to close. The event lead to an increase in surgery time of about 2 hours. They replaced the device with another mayfield.